Event description:
It was reported that within one day post implant, the right ventricular (rv) lead exhibited elevated thresholds. Also, the rv lead did not appear stable in the anatomy and there was intermittent loss of capture. Since the patient is pacemaker dependent, the physician opted to explant the rv lead and replace it with an active fixation rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic cut and was breached cut. There was apparent explant damage.